Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to neurological dysfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that on post operative day #9, the patient was started on IV heparin; inr 1.1. The patient's sedation was turned off and she was opening her eyes to stimulation, but was not moving her extremities. A head computed tomography (CT) was ordered and showed "a thin subdural hematoma along the posterior falx and tentorium about the right occipital lobe." No midline shift seen. Serial cts were all unchanged (x 4). Neuro surgery was consulted, but no interventions were recommended at that time. IV heparin and asa were held x 3 days. Patient was restarted on IV heparin and bridged to warfarin, aspirin (asa) was also restarted. The site is unable to tell if she has any residual effects from the hcva as she is very debilitated from the hospital course (still admitted to the hospital since time of implant).the site is hoping to discharge the patient to their inpatient acute rehab or a long term acute care facility in the near future. No additional information provided.

Manufacturer narrative:
An update was provided and it was reported that the patient was discharged to the acute inpatient rehab on (B)(6) 2016 and was doing well. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.